Event description:
Few problems here: the pharmacy department fails the monthly air quality inspections conducted by tss this means the air and hoods have bacterial or fungal growth. So this means that the medications compounded are not sterile. The pharmacy department has 1 to 3 patients on average every week that has a leak in their fluorouracil cadd pump there is chemo drug spilling all over the patient, their spouse, their bed, this has been going on for over 2 years but they do not do anything about it, every week patients come back to facility with spilled cadd pump, this means they did not receive correct dose to treat cancer. This means they are exposed to chemo vapors all over their body, this means their family members and house items may have chemo all over also. This means staff at (B)(6) also now exposed to chemo the pharmacy staff involved in this are (B)(6). They are not properly documenting the cadd leaks. They are not reporting the leaks within (B)(6) or to health agency or to manufacturer so many patients are not receiving proper care because of this.